Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During follow-up, all lead electrical parameters were in range. The patient had no arrhythmia episodes; however, the integrity of the lead was checked via x-ray. The x-ray indicated externalized conductors between the right ventricular and superior vena cava coils. A defibrillation threshold test was performed and the lead provided therapy as intended. The lead remains implanted and will be monitored. The patient was stable.